Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they had a power on reset (por) code and therapy had stopped. The patient was attempting to charge the implant when she saw the informational por. The patient was going to put new batteries in the programmer as it wasn't powering on. The patient stated she couldn't turn on stimulation and once she saw the por the stimulation stopped and the pain returned. The change in therapy or symptoms was considered sudden. After the batteries were replaced troubleshooting was able to walk the patient through how to clear the por. The patient had poor communication because the programmer antenna was not on the skin and the issue was resolved. The indication for use was spinal pain and occipital neuralgia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that their device was off now, but they thought it was dead. The patient stated that they went to recharge it and it immediately showed a power on reset (por) error message with a phone and doctor symbols. No further complications were reported or anticipated.